Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 350 mcg/day via an implantable pump. It was reported that the patient's first pump was implanted in 2003. A pump refill was performed on (B)(6) 2016 and the low reservoir volume alarm was set at 2 ml which was to occur on (B)(6) 2016. Another pump refill was performed on (B)(6) 2016, and the surgeon was not able to remove any fluid from the pump. The pump was refilled and the low reservoir volume alarm was set for on (B)(6) 2017. After on (B)(6) 2016, the patient's spasticity symptoms had returned. On (B)(6) 2016, the surgeon emptied and refilled the pump. The volume removed on (B)(6) 2016 was the same as indicated by the clinician programmer, which seemed to show that the pump worked properly. The low reservoir volume alarm had been set for on (B)(6) 2017. It was further indicated that a catheter exam was performed. No catheter leakage was observed, and the fluid had arrived in the cerebrospinal fluid (csf). The patient's symptoms had disappeared 2 hours after this exam. The physician had no explanation to this situation. The issue was resolved. The pump and catheter were later replaced on (B)(6) 2018.

Manufacturer narrative:
Initial reporter's (patient) name and contact information is unknown and/or unable to be provided regarding privacy restrictions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The previous report did not indicate PMA# 860004 in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.